Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. (B)(4).

Event description:
It was reported that the fluoroscopic image was unstable and flickering. The camera cable was found to be defective and was replaced. The system operation was tested by a ge engineer. This issue may result in a degraded image quality that can prevent completion of an exam. No patient injury or death reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.